Manufacturer narrative:
D6b, explantation month, day, and year have been updated.

Manufacturer narrative:
H6, health effect impact code f1903 and medical device problem a141102 have been added.

Manufacturer narrative:
D4, UDI, has been updated.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is a device available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 47-year-old male patient with low cardiac output syndrome/postcardiotomy cardiogenic shock (lcos/pcos). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The device was placed following coronary artery bypass grafting (CABG) with lima and rima grafts to the lad and circ. The patient initially came off pump and the chest was closed, but then had multiple episodes of ventricular fibrillation (vfib). The chest was emergently reopened and the patient was placed back on cardiopulmonary bypass (cpb). Axillary placement was chosen due to no room on the ascending aorta for graft placement. When the local team arrived, axillary cutdown was in progress. The patient was on cpb with act 685 and the axillary pocket was oozing. A 10mm hemashield platinum graft was placed without difficulty. Impella 5.5 was placed with fluoroscopy and tee guidance per standard procedure. The patient received multiple blood products (total: 8 units prbcs, 2 units cryoprecipitate, 8 units ffp, and 2 units platelets). The axillary pocket was closed with a drain in place, the sternum was left open with a wound vac, and the patient was taken to the ICU. No active bleeding was noted at the impella site. Contributing factors were prolonged run on cardiopulmonary bypass and coagulopathy. The patient remained on support. Ventricular fibrillation may be associated with underlying critical illness, advanced cardiogenic shock, and perioperative factors during cardiac surgery and mechanical circulatory support. Bleeding may be associated with access-site complications, prolonged cardiopulmonary bypass, coagulopathy, and critical illness.

Manufacturer narrative:
Added/selected b1. Is product problem. Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the purge pressure high cannot be determined since no product or data logs were returned and insufficient clinical details were provided.